Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a second device, a 9300tfx 23mm, was implanted in the aortic position using a valve-in-valve procedure due to severe prosthetic aortic stenosis after an implant duration approximately fourteen (14) years and four (4) months. The patient presented with acute-on-chronic chf was hospitalized and underwent cardiac catheterization that revealed moderate lad disease, mildly depressed lv function and a dilated ascending aorta. Echo showed severe prosthetic stenosis with mean gradient of over 40mmhg. The patient also has a history of chronic afib, hypertension, dyslipidemia, type 2 diabetes mellitus, extreme frailty, obesity and ckd. Patient has severe frailty and decision to proceed with tavr was made. Patient tolerated the procedure well and was taken to intensive care unit in stable condition.